Event description:
Same case as MDR ID# 2134265-2012-05523 and 2134265-2012-05522. It was reported that during a balloon angioplasty, multiple balloon ruptures occurred. Vascular access was obtained through the right femoral artery. The 100% in-stent restenosed, concentric target lesion was located in the severely calcified, non tortuous right coronary artery (rca). The physician treated the proximal lesion with a 1.75mm rotalink burr but was unable to advance past the mid portion of the rca. The physician removed the burr and advanced a 2.5 x 30mm emerge balloon catheter to the mid rca, inflated to 8atm and the balloon ruptured. A 2.5 x15mm nc quantum apex balloon catheter balloon was advanced to the distal portion of the rca, inflated a couple times, the balloon ruptured at 16atm. A 3.0 x 20mm nc quantum apex balloon catheter was then advanced to the mid rca, inflated to 16atm and ruptured. The physician was then able to place a 2.25 promus element stent in the distal portion of the rca. An unknown nc quantum apex balloon was used to post dilate the stent and was able to successfully balloon the rest of the rca to complete the procedure. No further patient complications were reported and the patient status is okay.

Manufacturer narrative:
(B)(4). The device has not been received; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).